Manufacturer narrative:
H6) a software analysis was initiated to determine the cause of the issue. The logs were analyzed and it was observed the procedure selected had spacing and thickness values of 1 to 1 respectively. The trajectory was locked 4 times. Additionally, the passive biopsy needle was used initially and then after sometime it was removed and then added, and then continued for rest of the procedure. Additionally, when viewing the initially cleared user facing low performance warning message, multiple interference errors were also observed. The archives shared had two exams. One was from the navigation system and the other with 88 slices, was not optimal for the navigation system with spacing greater than 2 millimeters (mm) which might have resulted in the inaccuracy. Both of the images are grainy also. Along with that, the trace pattern was not started from the tip of nose, instead, it started in between and covered only on one side of forehead with yellow zone of accuracy. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. However, there was insufficient information to determine the root cause of the behavior. Codes b01, c10, and, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that the site encountered issues setting up the precision aiming device (pad). The pad was reportedly "sticky" and was unable to be tightened completely. The site had issues placing the pad against the patient's skin, reporting the skin had "puffed" after post-scan lidocaine injection. Once the pad was in position, a burr hole was drilled using 2.4 mm drill bit. The surgeon reported the drill was going all the way through the skull, but when the drill was removed and 2.2 mm reducing tube with needle was placed in the pad the needle hit the skull cap. It was noted that the skin had not been retracted. The site retracted skin and adjusted the entry point, locked trajectory, then collected a sample. The needle was "flickering" in the tracking view during sample collection, but could be seen entering the brain. Multiple samples were taken, but when they returned from the lab it was reported that the sample did not contain brain tissue or tumor tissue. A new biopsy needle was opened, trajectory was unlocked, adjusted, and re-locked, and the tracking issues were resolved. Additional samples were taken with the new biopsy needle. Registration accuracy metric was reported as <(><<)> 3 mm. It was noted that the patient 3d model was "distorted". The biopsy kit borrowed from another facility. The surgeon was concerned that the targeted biopsy location was not sampled. It was confirmed after the procedure the patient was responsive. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.